Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade iii. Total capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening device assessed as fold flaw opening. And observed one opening assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. The device has been explanted. Healthcare professional later reported right side capsular contracture, baker grade iii. Total capsulectomy was performed.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture. The device has been explanted. Healthcare professional later reported right side capsular contracture, baker grade iii. Total capsulectomy was performed.